Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that both stents came off of the stent delivery systems (sds). No pt effects were reported. No additional info is available. (B)(4)

Manufacturer narrative:
(B)(4). (B)(4). The second promus everolimus eluting coronary stent system indicated, is being reported under the same MFR report number.